Manufacturer narrative:
(B)(4)

Event description:
It was reported " on (B)(6) 2025, in ICU, (B)(6) hospital (B)(6) campus, doctor (B)(6) found the swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire within the advancer for analysis. The packaging tray with the lidstock as well as the catheter, dilator, and introducer needle were also returned. The guidewire was returned with the guidewire cap on the distal end. Visual analysis revealed that the guidewire was kinked near the distal end. The location of the kink was where the clinician would apply pressure to advance the guidewire. There was no kinking in the area that was protected by the guidewire cap. The j-bend was also slightly misshapen. Microscopic examination confirmed the kinking and identified biological material at the kink location. Biological material was also revealed on the distal j-bend. Both welds were present and were observed to be full and spherical. No other defects or anomalies were observed on any of the other components or packaging. The kink in the guidewire was located 80mm from the distal tip. The overall length of the guidewire measured 601mm, which is within the specification limits of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guide wire product drawing. The guidewire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The returned guidewire was re-assembled to the returned advancer. This assembly was then attached to the handle end of a lab inventory ars and the returned introducer needle subassembly. Despite the damage, the guidewire passed through all components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. The location of the kink was where the clinician would apply pressure to advance the guidewire. There was also biological material found at this location as well at the j-bend. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing-related cause. Based on the customer report and the sample received, the root cause of this investigation is undetermined as it cannot be determined if the damage occurred before or after customer handling. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "on (B)(6) 2025, in ICU, (B)(6), doctor (B)(6) found the swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, in ICU, (B)(6) university (B)(6) hospital (B)(6) campus, doctor (B)(6) found the swg kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.